Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to transplant. During support, the sterile sleeve on an implanted impella 5.5 pump was found to be torn. The tear was noted by the staff during attempts to reposition the device. Support remained ongoing despite the noted damage. There was no patient harm.

Manufacturer narrative:
The investigation for the reported product damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the product damage could not be determined.